Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level, a fractured shoulder, loss of consciousness, and a medically induced coma due to lack of oxygen to the brain. Reportedly, the bg level was 0 mg/dl. The cause of the low bg was unknown. The customer was transported via ambulance to the emergency room and was subsequently hospitalized in the intensive care unit. Customer required cardiopulmonary resuscitation from paramedics. No additional information was provided regarding treatment received. Reportedly, the customer was released on 3/9/2022 with the issue resolved; however, customer reportedly suffered permanent brain damage as a result of the event. Pump data review by tandem technical support confirmed the pump was functioning as intended.